Event description:
It was reported that all components were explanted due to inadequate and over stimulation. The explanted products will not be returned per hospital policy, and patient was doing well postoperatively. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in june 2021. D6b: explant date: on (B)(6) 2021. Additional suspect medical device component involved in the event: model number/catalog number: sc-8336-70, serial number: (B)(6), batch/lot number: 20441522, model/catalog description: coveredge 32 surgical lead kit 70 cm, unique identifier (UDI) #: (B)(4).